Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system induction difficulty was experienced as the hold to induce button would not take the command and only worked randomly. A pacing catheter was placed and non-invasive programmed stimulation (nips) was performed to induce the patient. Post implant, the patient received an inappropriate shock due to noise which was oversensed. A boston scientific technical services consultant reviewed the device data and discussed the noise is likely related to a connection issue and should resolve over time. The consultant suggested using the primary sense vector. The caller confirmed they programmed to primary vector. No additional adverse patient effects were reported.